Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, negative pressure loss of the machine caused patient interface (pi) pollution. Pi was changed to a new one to complete the operation. The operation result was fine. The event did not do harm to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).